Event description:
Additional information received reported that the patient's spinal cord stimulator (scs) devices were removed on (B)(6) 2014. The reason for removal was that the patient was becoming overwhelmed with it and was bothered about the replacement. The patient recovered after the surgery and was doing okay. No devices were going to be returned to the manufacturer because there were no device issues.

Event description:
Additional information received reported that the patient was scheduled for a revision on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the stimulator sometimes did not cover the pain, and the area around the battery had been sore since implantation with an upper left corner more painful than the rest. It was noted this made it hard to put the recharger on it and the recharger ¿did not fit flat¿. It was reported there was swelling as well. It was logged the patient¿s health care provider told them it was ¿taking longer to scar and they should wait it out.¿ it was reported the pain had gotten worse in the two weeks leading up to report. It was logged the patient had met with a manufacturer representative(rep) a few weeks prior and the rep helped resolve the recharging issue by ¿taking all the gadgets off¿. It was reported that it has been a year and the battery implant site has not yet scarred in. It was reported the upper left corner protrudes through the skin (skin bulge) and the area is still very swollen and painful to the touch. It was noted that the patient is scheduled for battery placement revision. Additional information received reported the patient was seen on (B)(6) 2014 for reprogramming and is receiving relief. It was reported the patient was not having as much discomfort in the pocket and has decided to wait to determine if they feel it necessary to revise the pocket site. It was reported the patient is very much active and pleased with their therapy. Additional information received reported that the patient did not have a problem with the system/stimulation but rather the placement of the device. It was stated that the patient has experienced pain around the pocket site due to placement of the implant. It was stated that it was low on the buttock/hip and painful, but the caller was unsure if the pain was constant. It was noted that the patient stated she has had multiple appointments since (B)(6) of last year to address a pocket revision but had cancelled in the past. It was stated that the patient was reprogrammed ¿recently¿ (within the past month) and the patient expressed that the stimulation felt the ¿best that it has.¿ it was stated that the healthcare professional (hcp) wanted to change out the ins as well as revise the pocket. It was further reported that the patient was scheduled for a revision on (B)(6).

Event description:
Additional information received reported that the patient had cancelled or rescheduled the procedure a number of times. It was currently unknown if the revision had been completed. A manufacturing representative saw the patient approximately 1 week before the scheduled revision to be done on (B)(6) 2014. At that time, the patient was receiving effective stimulation. She just did not like the position of the ins. It was unknown if the procedure was done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.